Event description:
It was reported that the initial vessel selected by the physician for implant of the left ventricular (lv) lead had high threshold and diaphragmatic stimulation. The lv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.